Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The s-ICD remains in service but replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the s-ICD. No new device was implanted. No additional adverse patient effects were reported.